Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow-up, before device replacement due to normal eri, automatic mode switching (ams) episodes were observed. Lead insulation damage was the suspected cause of ams; however, no imaging was completed to confirm the lead damage. All electrical values were stable and in range. The new ICD was reprogrammed and the event resolved with no adverse consequences to the patient.